Event description:
It was reported that a physician's (B) (4) handheld computer would not hold a charge. Using a different battery to power the handheld allowed the handheld to function properly. A new handheld was sent to the site. Good faith attempts to obtain the old handheld computer for analysis have been unsuccessful to date.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.